Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the power pcb assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly. It was determined that the cause of the reported issue was due to integrated circuit, designator u2. U2 was inoperative and caused the device to power off when attempting to power on the device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. The device would not power on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off. The batteries were removed and swapped, however that did not correct the issue and the device remained off. A back-up device was available and was used for the rest of the transport. The customer reported that the patient was being monitored and there was no adverse patient outcome.